Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned, therefore nor functional evaluation could be performed. Based on the information currently available an assignable cause for this event cannot be determined.

Event description:
It was reported that there was a leak from the balloon. There was no clinical consequence to the patient as a result of this event.

Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that there was a leak from the balloon. There was no clinical consequence to the patient as a result of this event.